Event description:
Per op report: this valve was explanted due to "pv" leak. At explant, there was "quite a bit of thrombus and aggregate" over the sewing cuff. Approximately three areas were observed to be "totally unincorporated". The valve was removed and sjm 23ahpj-505, was then implanted; however, it did not "seat well" and was replaced with a 23-mm carbomedics valve.